Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that he took the patient to the hospital due to high blood glucose. He stated that the pod worked for 2 days and then the patient began to run high on the third day. The patient's blood glucose read high (>500mg/dl) while wearing the pod on his arm. He was diagnosed with mononucleosis. Treatment included checking his blood sugars, an IV of fluids, and his father gave 6 units of insulin. A new pod was also activated and a bolus of 15 units was given; the patient's blood glucose was 198mg/dl after the bolus.